Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address is no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) (although only described one issue) capd disconnect y-sets had damage. The event was further described as an "adhesion issue" and that the "empty bag stuck to the tube and the bag was damaged when the tube was pulled apart". The issue was identified after use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.